Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - initial reporter first name: unknown, as information was asked but it was not provided. Section e1 - email address: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is dissatisfied with vision in the intermediate area following bilateral intraocular lens (iol) implantation. The issue was identified during a post-operative check up. The patient has already undergone additional laser treatment on both eyes on (B)(6) 2025 and is currently being monitored. No further details were provided. This report is for the right eye. A separate report is being submitted for the left eye.